Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed on a patient side cart fixture test platform (pftp) where direction test was found to be failing on the yaw axis. Once testing was completed, the yaw cva ffc was aba tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) connected the customer in a conference call and reported a repeated recoverable fault, 32098. They attempted to restart the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested performing a hard power cycle, but the customer refused. The tse then recommended using the system with three arms by disabling the universal surgical manipulator (usm) 2. The site then proceeded with the surgery using three arms. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) obtained the following additional information: the surgery performed was a lobectomy.